Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 500 mg/dl associated with a battery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the alarm history indicated that the battery life was less than expected. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a battery life issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: the black box dated from 9/21/2015 -9/30/2015. The black box data from date of the complaint has been overwritten due to continuous use of the device. The current black box showed no evidence of short battery life. The pump was exercised with a test battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The alarm history was reviews and the basal history corresponded with the total daily dose history and showed that the daily insulin delivery totals correctly reflected the users programmed rates at the time of the complaint. Current electrical draws were within specifications. Unrelated to the original complaint, the battery compartment was cracked with evidence of moisture inside. The display was dim and discolored. The leak test confirmed the battery compartment crack and no further moisture was found when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).